Event description:
It was reported that the blood glucose meter was reading in the incorrect unit of measure for which it was labeled. The user reported a meter with a canadian serial number which should provide readings in mmol/l, however the customer alleged that the meter was reading in mg/dl.

Manufacturer narrative:
Correction d4 - the catalog no was updated based on the returned product.